Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples do not grab the skin properly. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one visistat stapler for investigation. The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned. The staples at the patient end are out of line and therefore, the stapler will not fire. The stapler was disassembled to further examine the assembly. However, no defects could be found. The stapler was returned with 32 staples left in the cartridge indicating that 3 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt was made to fire the staples. However, the staples will not load into the forming tool. The misaligned staples at the patient end are blocking the staples from moving down the track. The stapler will not fire. A corrective action is not required at this time as it cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause. Other remarks: of this complaint issue could not be determined. The reported complaint of the staples grabbing skin was not confirmed based upon the sample received. However, the staples at the patient end of the stapler were found to be misaligned which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The stapler was returned with 32 staples in the cartridge indicating that the stapler was fired 3 times by the end user. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: the staples do not grab the skin properly. The patient's condition was reported as fine.